Event description:
It has been reported that while in the cath lab the intra-aortic balloon (iab) was inserted via the patient's right femoral artery. There was a concern in the cath lab that the pump (s/n (B)(4)) was not augmenting properly. As a result, the perfusionist was called in. The perfusionist stated the augmentation was proper for the patient. The patient was moved to the cvicu. The perfusionist was in the cardiovascular intensive care unit (cvicu) for approximately 90 minutes what the pump alarmed "helium loss" and blood was found in the helium tubing. The iab was removed and another iab was not inserted. The patient received intra-aortic balloon pump (iabp) therapy successfully for 2 hours and 50 minutes. There was no reported patient death, injury or complications. There was a 10 minute interruption/delay in iabp therapy, which was the timeframe from when the pump alarmed to the iab removal. Pump strips were not generated, x-rays were not taken. The patient outcome is "still in cvicu."

Manufacturer narrative:
(B)(4).